Event description:
Olympus medical systems (omsc) was informed that when the facility tried to reposition a metal stent using the subject device in the biliary duct, the subject device could not release the metal stent and could not be withdrawn from the pt. After cutting the handle portion of the subject device and withdrawing the endoscope, the facility reportedly could release the metal stent from the subject device using another grasping forceps. It was reported there was a small bleeding, however the bleeding did not need additional treatment. The pt reportedly was doing fine after the procedure.

Manufacturer narrative:
The facility commented that the event likely caused because the facility inserted the subject device into the narrow space between the biliary wall and the metal stent. The subject device was not returned to omsc for evaluation; however, there was no facility report which indicate the abnormality in the subject device related to the event. The fg-14p-1 instruction manual already states: warnings: warnings: "do not use these instrument for any purpose other than their intended use.", "this instrument has been designed to be used with olympus endoscopes in retrieving foreign bodies or tissue specimens from within the digestive tract, upper airways, tracheobronchial tree, female reproductive and urinary organs." This report is being submitted as a medical device report in an abundance of caution.